Event description:
When doing hand off on drips 7pm, I noticed fentanyl bottle to be filled even though the pump said there was only 8 ml remaining. Did not appear to be drips from bottle. Also noticed that the bottle had been the same bottle since and still had fentanyl remaining. Drip was running at slow rate, 1.6 ml/hr. I notified charge rn and labeled the pump and tubing for further inspection.